Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was an area of instent restenosis of a large diameter, 14mm non-bsc stent, located in the mildly tortuous innominate vein. A 14-4x5.8x5mm xxl vascular balloon catheter was advanced to the lesion. The balloon circumferentially ruptured at 6 atms during the first inflation and a portion of the balloon was left inside the patient. The patient was transferred to another facility for a transthoracic echo to visualize the balloon fragment. The fragment was removed via snare. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete balloon circumferential tear at 9mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was not received for analysis. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was an area of instent restenosis of a large diameter, 14mm non-bsc stent, located in the mildly tortuous innominate vein. A 14-4x5.8x5mm xxl vascular balloon catheter was advanced to the lesion. The balloon circumferentially ruptured at 6 atms during the first inflation and a portion of the balloon was left inside the patient. The patient was transferred to another facility for a transthoracic echo to visualize the balloon fragment. The fragment was removed via snare. No further patient complications were reported and the patient's status was stable.